Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: at what firing did the issue occur? What color cartridge was being used for the firing? Was there any buttressing material used? Were there any unusual noises heard? What type of tissue was the device being fired onto? Was the device difficult to close or fire? Did all the staples fire? Did all the staples form into a proper b form shape? How was the procedure completed?

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ecr60d cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the left side fully fired, right side outer row fully fired and the right side two inner rows unfired. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a video assisted thoracoscopic surgery / minimal invasive esophagectomy procedure, there were two rows of nails do not complete. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.